Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. A definitive root cause of the presence of foreign matter in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a leak during reprocessing for a diagnostic procedure, and it was not safe for patient care. Additionally, an incorrectly reprocessed scope was used on the next procedure. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. There was a leak from the biopsy channel. Other evaluation findings are as follows: the distal end plastic cover had deep scratches; the bending section cover glue was cracked; there was a cut on switch#1; there was a buckle near the insertion tube; the light guide tube had a buckling; and the angulation angles were low. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.